Event description:
Patient completed dialysis treatment uneventfully in 2002 and was discharged from unit "feeling fine". Symptoms developed during the night following treatment and patient was taken to hospital and diagnosed with hemolytic anemia. Patient recovered and returned to regularly scheduled dialysis treatment at outpatient until 5 days later.